Manufacturer narrative:
It was reported the device is not available for return. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: white specks in bottom of packaging. Probable root cause: 1. Incorrect or inadequate packaging. 2. Severe shipping conditions. 3. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while pulling products for case setup, the disposable suction/irrigator tube set with tip was noted to be contaminated with multiple black/blue/white specks in bottom of packaging.

Event description:
It was reported that while pulling products for case setup, the disposable suction/irrigator tube set with tip was noted to be contaminated with multiple black/blue/white specks in bottom of packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.